Event description:
Customer called to report centrifuge bowl break during treatment procedure. Customer stated she started the procedure when she heard a popping sound come from the centrifuge, then got a blood leak alarm. Customer stated she cycled power on the instrument and then got a system error f536. Css asked if any one was exposed to blood/products, customer stated no one was exposed since the blood/products were contained within the centrifuge. Css asked if patient was okay, customer stated patient was fine. Customer stated she has aborted the procedure with no return of blood/products to patient. Service order (B)(6) was dispatched. Css asked customer to return kit for investigation, customer agreed to do so.

Manufacturer narrative:
A review of lot b722 was conducted. There were no nonconformances associated with this type of issue for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for centrifuge bowl leaks/breaks; manufacturer's CAPA (B)(4) has already initiated to further investigate centrifuge bowl leak/break events. Service order (B)(4) completed; service engineer cleaned up blood spill in the xts and centrifuge, installed vacuum pump assembly, cable, and drain bag. Started the checkout procedure but centrifuge would not run; replaced centrifuge and performed system checkout; all ok, no further action required. The assessment is based on information available at the time of the investigation. The product return evaluation is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).